Event description:
Litigation papers allege the patient suffers from constant hip pain, slippage of the implant, difficulty standing for a significant period of time and fatigue. Patient feels immense pain centralized in her lower back on the left side and she suffers from a burning sensation in the hip joint after any extended walking. Patient has elevated levels of chromium and cobalt in her blood and has a collection of fluids adjacent to the hip prosthesis which, along with patients constant pain, has led her surgeon to advise revision surgery. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and fluid.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient suffers from constant hip pain, slippage of the implant, difficulty standing for a significant period of time and fatigue. Patient feels immense pain centralized in her lower back on the left side and she suffers from a burning sensation in the hip joint after any extended walking. Patient has elevated levels of chromium and cobalt in her blood and has a collection of fluids adjacent to the hip prosthesis which, along with patients constant pain, has led her surgeon to advise revision surgery. Doi: (B)(6) 2008 - dor: scheduled (B)(6) 2012 (left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, the patient suffers from constant hip pain, slippage of the implant, difficulty standing for a significant period of time and fatigue. Patient feels immense pain centralized in her lower back on the left side and she suffers from a burning sensation in the hip joint after any extended walking. Patient has elevated levels of chromium and cobalt in her blood and has a collection of fluids adjacent to the hip prosthesis which, along with patients constant pain, has led her surgeon to advise revision surgery. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and fluid. Update: (B)(6) 2012 - the hospital has submitted a medwatch report #(B)(4). Report states: this (B)(6) old female is 4 years status post a left tha that was a depuy asr component that has been subsequently revised. She has had persistent pain and her metal levels have slowly increased to a level of chrome 2.1 and cobalt 6.2. Her pain has increased to the point that it interferes with her adls. She has requested that a revision to a new acetabular component be performed. Revision of the left total hip arthroplasty, acetabular component and femoral head was tolerated well. Specimens from surgery - cobalt joint fluid 286.1 ug/l, chromium joint fluid 701.6 ug/l.